Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator began to alarm ''low fio2''. The patient was on a set fio2 of 100% and the measured fio2 dropped into the 80''s. The ventilator continued to ventilate the patient. There was no harm to patient.